Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion guiding catheter: hyperion, guide plus. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and mildly calcified proximal and mid right coronary artery that was 70% stenosed. Pre-dilatation was performed and a 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced to the lesion along with a guide extension catheter. However, when the sds was pulled back, the stent became caught in the anatomy as the stent may have been loose on the stent delivery balloon. The guide extension catheter was then advanced over the tip of the device and the sds was removed from the anatomy as a single unit with the guide extension catheter. The distal part of the stent strut was noted to be stretched distally. The guide extension catheter was then re-inserted and pre-dilatation was performed. Then, a 3.5 x 38 mm non-abbott stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was confirmed. The reported unstable stent was unable to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported unstable stent as the stent was noted to be stationary on the proximal marker band during returned device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.